Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: "before you begin, make sure you have the following items: 3.0 ml syringe and fill needle and vial of u-100 humalog or u-100 novolog insulin."

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Reportedly, the customer filled the cartridge using an insulin pen and did not perform the proper air removal techniques. Tandem technical support educated customer on proper the load techniques. Customer¿s blood glucose level was 269 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.